Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a service repair performed by a getinge service territory manager (stm), it was found that the fiber optic extension connector of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. The getinge service territory manager (stm) that encountered the issue replaced fiber optic extension, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared. (B)(6).

Event description:
It was reported that during a service repair performed by a getinge service territory manager (stm), it was found that the fiber optic extension connector of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.